Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp unit and was unable to reproduce the reported issue. The stm inspected the electrocardiography (ECG) cable with a simulator and the iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the electrocardiography (ECG) on the cs300 intra-aortic balloon pump (iabp) was not working. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.